Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from date manufacturer was made aware. Block d6b: explant date: 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 2000018071, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) system was no longer functioning as intended. The patient underwent an scs system explant procedure.